Manufacturer narrative:
The clinical application specialist (cas) worked with the customer to perform troubleshooting and analysis including verification of system settings. The results of the analysis indicate there was no neonatal profile stored on the picix and when the monitor and x3 indicated a patient age conflict, it was not corrected by the user; therefore, the patient age was set to "adult" with nibp reference set to auscultatory in error. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the appropriate patient profile was not on the picix and the patient age conflict was not corrected by the user. The issue was resolved by adding the missing profile to the system and the product is back in service. The customer confirmed there have been no further incidents. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported when measuring non-invasive blood pressure, incorrect low mean pressures were displayed. An arterial catheter was inserted, revealing arterial pressure was 10 mmhg higher on average than non-invasive pressure. The customer indicated the arterial line was inserted unnecessarily to obtain the correct blood pressure. Additional information was requested and the response indicated there was no neonatal profile stored at the central station; therefore, the monitor and x3 had a patient age conflict that was not resolved by the user. As a result, the patient age was set to adult and the nibp reference was set to auscultatory. Unnecessary catecholamine medication was administered unnecessarily; however, there was no harm due to this medication.

Event description:
It was reported when measuring non-invasive blood pressure, incorrect low mean pressures were displayed. An arterial catheter was inserted, revealing arterial pressure was 10 mmhg higher on average than non-invasive pressure. The customer indicated the arterial line was inserted unnecessarily to obtain the correct blood pressure. Additional information related to the cuff, location of measurement, and monitor settings were not provided. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).